Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine. The caregiver (cg) stated that the hp had inadvertently been separated from the patient line during therapy. The cg had reconnected the hp to the same supplies after having cleared the alarm. The technical service representative (tsr) explained the meaning of the alarm to the cg and advised the cg to call in prior to clearing an alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, when there is separation between the patient line and the transfer set, it is a known cause for a system error 2240. Should additional relevant information become available, a supplemental report will be submitted.